Event description:
It was reported that a critical alarm was activated on patient's pump which indicated a motor stall occurrence. The motor stall occurred at 3:40 am and it was noted that the stall had not recovered. It was indicated that the patient was feeling "quite unwell and was in a wheelchair". The patient's pump was interrogated and then turned off and restarted again. It was reported during that time, the patient began to vomit and "became particularly unwell". It was stated that there was no indication that the pump had restarted from the logs so it was decided that the patient needed urgent medical attention so the ambulance was called. It was noted when the paramedics arrived, they had given the patient intravenous (IV) morphine and fentanyl. The pump logs were checked an additional time prior to the patient leaving that indicated that the pump had restarted. It was reported that the pump had stalled and recovered repeatedly while the patient was in the hospital and that there was no obvious cause for this. It was indicated that there was injury and the patient recovered with sequela. It was unknown if the pump was currently functioning. It was stated that the patient was awaiting a replacement procedure. The drug delivered via pump was hydromorphone.

Event description:
It was reported that the cerebrospinal fluid (csf) was aspirated; (csf) had black particles in the drug. The logs showed 42.5 ml dispensed since the last update. The device was replaced. The patient was doing well now with effective therapy.

Manufacturer narrative:
Product ID 8709, lot# j11475r01, product type, catheter. (B)(4).

Manufacturer narrative:
(B)(4): analysis of the returned pump revealed a motor/gear train anomaly and corrosion, and-or wear and-or lubrication.

Manufacturer narrative:
(B)(4).